Event description:
It was reported that during implant of the right ventricular (rv) lead fluoroscopy showed the helix of the lead extended. The physician then attempted multiple times to retract and extend the helix using 10-12 turns, with no movement. When 20 turns were used the helix appeared to retract past the hub, however, due to the unpredictability of the lead it was decided to remove the lead and replace it with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the guide tooth of the lead was extrinsically damaged. Visual summary analysis of the lead indicated damage at implant. (B)(4).